Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: the pump black box data from the time of the event was not available due to continued patient use of the pump. The current black box showed no evidence of short battery life or cs128 alarms. The pump ezprime steps were performed correctly; the current draws were tested and were confirmed to be within specifications. The pump cover was removed and no intermittent conditions were found to the pcb or cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.